Event description:
The event is reported as: alleged issue: catheter was in patient and was ready to connect to the draining tube when it broke. Catheter was removed and another one was used without any further issue. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.